Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event is unknown. The patient was hospitalized for the peritonitis event. Treatment for peritonitis was not reported. At the time of this report, the patient had not yet recovered from the event. The action taken with dianeal therapies was unknown. Additional information is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.